Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the patient was hospitalized for high blood glucose on (B)(6) 2017 and the pump was under delivering. The patient's blood glucose at time of incident was 30mmol/l. The patient's current blood glucose was 7.5mmol/l. The customer reported that the cause of hospitalization was ketones. The customer was wearing the pump at time of hospitalization. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery due to high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2017 due to high blood glucose level of 30 mmol/l.

Manufacturer narrative:
Device passed the delivery accuracy test. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing. No delivery anomaly noted during testing. Device received with minor scratched lcd window, keypad overlay texture damage, broken belt clip rails, cracked retainer and scratched case.